Manufacturer narrative:
The reported event was lead dislodgement and inappropriately shocked. As received, a complete lead was returned in one piece. Visual inspection found the helix to be stretched/ damaged and clogged with blood. During analysis, external insulation abrasion was found at 23.3 ¿ 23.4 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
It was reported that the patient presented to the emergency post motor vehicle accident. Upon review, it was discovered that the right ventricular lead dislodged into the pocket and inappropriately shocked while the patient was driving. The lead was explanted and replaced. The patient was in stable condition.